Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited white foreign material inside the air water cylinder and tube. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (11) years since the subject device was manufactured. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, olympus was unable to determine what foreign material was involved. However, it was confirmed that the foreign material remained in the air/water cylinder and air/water channel. There was no physical damage to the locations of the foreign material. Therefore, the cause of the materials remaining in the device could not be determined. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use: instructions for use states the detection method in evis exera ii cf type 180 series operation manual, chapter 3 preparation and inspection; instructions for use states the preventative measures in evis exera ii cf type 180 series reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.